Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cables was not confirmed as no products were returned for analysis. Additional information provided communicated that no products would be returned for analysis and that no log files were available for review. Although the reported event was not confirmed, per the provided information the cause of the damage was determined to be due to the patient¿s dog. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27jul2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that damage was noted to the patient's modular cable and system controller power leads that was from the patient's dog. The modular cable was replaced and the patient's system controller was replaced with their backup. The low flow software was requested for a new backup system controller. The patient had been on a low flow controller already.